Event description:
The catheter came out the packaged kinked near the hub. It was not used on the patient.

Manufacturer narrative:
Device investigation: there is a kink 1.7cm distal of the hypotube strain relief. There is an ovalization of the 0.5cm closest to the distal tip and a diagonal flat spot 5.5-6.5cm from the tip and an ovalization 52cm from the distal tip, a 0.053" mandrel passed the hub and encountered resistance at the most proximal kink. The flat spot at 52cm from the distal tip was impassable. The 0.053" mandrel was introduced into the distal tip with difficulty and stopped 5.2cm from the tip. The kink distal of the hypotube strain relief could have been caused as the device was removed from the packaging. The flat spots toward the distal tip and mid-way on the catheter are typical of crush damage seen when the device has been mishandled and appears to be unrelated to the reported damage. The DHR of this manufacturing lot has been reviewed and a copy of the review is attached.